Manufacturer narrative:
The event of "necrosis" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: skin necrosis.

Event description:
Healthcare professional reported through the national breast implant registry (nbir) "skin necrosis". This record is for the left side. Device was explanted and replaced.